Event description:
It was reported the printer mechanism is making noise and needs to be repaired. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the printer problem. It was noted that the programmer cooling fan was noisy, the keyboard hinges were broken. Analysis also found that system errors had occurred in the past and the device failed functional testing, as a result the link electronic module (lem) board was replaced.